Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd perfusion¿ syringe w/needle had a missing scale. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd perfusion¿ syringe w/needle had a missing scale. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd perfusion¿ syringe w/needle had a missing scale. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one used sample unit without packaging was received for evaluation by our quality engineer. Upon visual inspection of the sample, leakage was observed between the stopper ribs. No damages or molding defects were observed to the syringe that could have contributed to the leakage. The stopper was correctly assembled to the plunger. As a lot number was unknown for this incident, a production history review could not be performed and additional retained samples could not be investigated. During the assembly process, mechanical leakage testing is performed to every syringe and defective product is rejected automatically. Based on the investigation results, a cause for the leakage could not be identified. Since no manufacturing defect has been found in sample received and DHR and retained samples cannot be checked, the root cause of the alleged defect cannot be determined. Since no manufacturing defect has been found in sample received and lot number is unknown no corrective action can be taken.